Event description:
During a routine lap chole case, the grasper fell apart. Surgery was delayed for 10-15 minutes. No patient injury reported. Additional intervention was needed, pieces need to be retrieved and extracted from abdominal cavity with laparoscopic instruments.

Manufacturer narrative:
One s/a atruamatic grasper was returned for evaluation. Visual assessment of the device showed the fixed jaw has broken off as well as the movable jaw. The broken fixed and movable jaws were not returned for examination. The broken area is bent/splayed and shows signs of plastic deformation. Disassembly of the device showed the actuator is bent at its distal end. The devices condition is consistent with excessive forces being applied during use. Per the device IFU (instrument for use) "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage." No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.